Event description:
It was reported that the customer was admitted in the intensive care due to diabetes ketoacidosis and high blood glucose of 800mg/dl. It was stated that the customer was experiencing symptoms of lethargy. Troubleshooting was performed. The programming, settings, time, and date were correct. Advised the caller to remove the cannula and it was not bent or occluded. The customer was not feeling well to continue testing the device. It was stated that the customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.